Manufacturer narrative:
This report contains the supplemental information for mentor psr reference number (B)(4). Mentor¿s psr exemption #e2007003. Investigation summary: during evaluation of the sample, it was observed to be intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. Based on the findings, it is concluded that the reported issue is unrelated to the breast implant and related to the patient condition.  A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Patients should be informed that dissatisfaction with cosmetic results related to such things as asymmetry, wrinkling, implant displacement/migration and others might occur. Careful surgical planning or technique can minimize, but not preclude, the risk of such results. Pre-existing asymmetry may not be entirely correctable. Revision surgery may be indicated to maintain patient satisfaction but carries additional considerations and risks. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Reason for device explant and/or reoperation: implant displacement, breast pain. Concomitant products: 700cc mentor memorygel breast implant (catalog #: 3507004bc, serial #:(B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains the supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) caucasian female patient underwent a revision breast augmentation with a 750cc mentor memorygel breast implant and experienced postoperative right-sided implant displacement and breast pain. The diagnosis was confirmed by a physician via MRI. The patient was involved in an auto accident in 2017. Since the incident, she¿s been experiencing pain. As a result, the patient underwent removal and replacement with a 750cc mentor memorygel breast implant (catalog #: 3507504bc , serial #: (B)(4)) on (B)(6) 2019.